Event description:
It was reported pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The patient remained stable post procedure with no signs of complication. Baseline heart rate was in the 40s and unchanged during the procedure. The patient later that evening went into cardiogenic shock and cardiac tamponade. A pericardial drain was placed and patient was on both coumadin5mg and plavix 75mg daily at the time of procedure. The patient remained stable and was discharged.